Event description:
The user facility reported that they had an incident with the involved 018-gold tip glide product. The gold tip broke off inside the patient and were able to snare it. The wire was snared and there was no injury to the patient. The patient was in stable condition. The outcome of the procedure was unsuccessful. The event occurred intra-operative. The patient was not injured, and surgical intervention was not required. Additional information was received (B)(6) 2023: the glide wire gold was being used to cross a tight iliac lesion. The wire was advanced through a 65cm kumpe catheter to the lesion and advanced slowly. The wire prolapsed a few times and then engaged the calcified lesion. When the wire would not advance anymore, the physician pulled the wire back to try to find a new channel, when he noticed the gold marker was not on the end of the wire. Upon further inspection under flouro, they noticed the broken tip of the wire was lodged in the iliac calcium, but enough was hanging out that they felt they could snare the broken piece. They were successful in capturing the broken piece of wire with the snare and it was removed from the body and confirmed by fluoroscopy. The broken tip/piece is included with the sample. The sample was used in the body; thus, it is contaminated with blood. No infections agents present. The wire was not used in the presence of chemo.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section b. In the initial report submitted the selection for death in section b2 was in inadvertently checked.